Manufacturer narrative:
The investigation for the low pump flow has been completed. No product was returned for analysis. The data logs show suction alarms before p-level was lowered to p4. The data logs confirm suction alarms. There were no motor current spikes or positioning issues. Placement signal was trending downwards slightly over the duration of support. The root cause of the low pump flow was most likely patient condition related.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The failure mode "placement signal issue" was changed to "optical signal issue" as complaint is related to cp's optical sensor. No product was returned for analysis. The data logs do not show any optical related alarms. The 5s parameters were within specification. The root cause of the optical signal issue was not determined as no product was returned for analysis and insufficient information related to failure was provided a review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information h6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella 5.5 was unable to get above p4 due to suction. Significant flow observed on trans-esophageal echocardiography with color. No patient hemodynamic compromise. The patient survived the event.